Event description:
Healthcare professional reported right side rupture and capsular contracture (grade unknown), two enlarged lymph nodes with cortical thickening contour in right axilla level - probably reactive hyperplasia, calcification, snowstorm appearance. The device was explanted and discarded.

Manufacturer narrative:
The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.